Event description:
Caller (customer's wife) reported the customer was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion, turning on and then powering off after test strip insertion, and having a fast draining battery. Caller further reported that on (B)(6) 2013, the customer "went out to the yard to work and he felt dizzy, sweating, heavy breathing, and then tried to go inside the house and lay down to rest to relieve himself". There was no report of self-treatment. Customer self-presented himself to a health care provider and a reading of 306 mg/dl was obtained on the hcp meter. Customer was diagnosed with hypertension and hyperglycemia and reportedly treated with "2 metformin". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. Meter was returned without a battery so a known good battery was used and it was observed that the meter's power consumption was within specification. Fast draining battery was not observed. Meter powered on with button and with insertion of strips. Did not observe meter turn off after strips were inserted. The reported complaints were not confirmed. All pertinent information available to abbott diabetes care has been submitted.